Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). The helix will not extend at this time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant/explant attempt. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the tip seal was observed to be out of position and there was apparent explant damage.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead. During lead repositioning, it was not possible to extend helix mechanism. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.